Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6), 2010.according to the complainant, the patient experienced severe and permanent bodily injuries including pain and suffering as a result of the implant.all other information, including the patient's current condition, is unknown and reportedly unavailable.